Event description:
It was reported that the patient experienced bruising and tenderness at the implantable neurostimulator (ins) pocket site following implant. It was noted that healing was generally 6-8 weeks. There were no abnormal impedance measurements. The symptoms were associated with movement and it was noted that the battery migrated out of the pocket. Conservative treatment was performed for several weeks, but was unsuccessful. Then the patient underwent revision of the pocket. Following revision, the patient was pain free. It was noted that the therapy was "so-so or better".

Manufacturer narrative:
(B)(4).